Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, when connecting the infusion set to the connector part, it came off immediately. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One photo was received for evaluation. The picture shows the product in its original package with label. One sample was received without its original packaging label, in used condition. Visual inspection revealed a crack in the female luer connector. The reported failure mode was confirmed. No root cause determine due complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following:(B)(6).